Event description:
It was reported that the system monitor displayed "2 u &" highlighted in red. This resolved with a simple reset.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor displaying the message ¿2 u &¿ was confirmed. (B)(6) was not returned. The submitted picture shows the screen displaying the message ¿2 u &¿ in red. The provided information indicated that the atypical message resolved by resetting the monitor. A root cause for the reported event was not conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 25jul2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues. No further information was provided. The manufacturer is closing the file on this event.